Event description:
It was reported that the patient experienced syncope possible due to long ventricle to ventricle intervals which is allowed by the devices programmed managed ventricular pacing. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 4076 x2, implanted (B)(6) 2006. (B)(4).